Event description:
Per the clinic, the patient experienced skin irritation due to sensitivity to the pressure. The magnet strength was reduced, and the patient was using the weakest sp magnet; however, the wound continued to progressed. Subsequently, the patient developed a pressure ulcer, skin erosion, along with exposure of the implant magnet and infection. The patient was treated with oral and topical antibiotics (specific date and duration not reported). On (B)(6) 2026, the implant magnet was explanted, the infected skin was excised and the site was closed. There are no plans to reimplant the patient with a new device as of the date of this report.